Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high/undefined pacing impedance and oversensing noise which resulted in the patient receiving inappropriate therapy. A lead fracture is suspected. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.